Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl in the morning. The customer ate carbohydrates and consumed juice to treat bg level. System check with tandem technical support indicated that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels. In addition, it was reported that the customer's fill estimate was inaccurate. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the inaccurate fill estimate.